Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the act button was would not respond during rewind. The customer also reported that they received a change sensor alarm and had a black dot at the top part of the screen. The customer's blood glucose was 147 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the issue. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.